Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: shortly after firing, bleeding was noticed on the pouch and gj anastomosis. Clips were used intraoperatively to control the bleeding. The surgeon checked with a scope and verified bleeding. The patient required a transfusion post-operatively. There was no mention of staple formation issues during procedure. The surgeon waits 15 seconds prior to firing and fires the device slowly. It was noted that the surgeon prefers the tactical feedback of the manual device. Patient required a transfusion of 6-8 units. The bleeding was detected post - op. Time of detection is unknown.

Event description:
It was reported that a bariatric patient had post-op bowel bleeding following the use of the ethicon cartridges. Patient is ok.

Manufacturer narrative:
(B)(4). Batch # r58743. The analysis results showed that 71 gst60b reloads were returned sterile. The package of 13 reloads were opened and the reloads were loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.